Event description:
It was reported, while using bd alaris pump module smartsite infusion set. The component was damaged. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: IV being primed, for patient infusion in ed (emergency department). When the IV was hooked up to the patient, the IV catheter tip broke off. No known harm to patient. Delay in procedure. What was the original intended procedure? IV being primed, for patient infusion. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working). Device available for evaluation? No

Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 05-jul-2023. H6: investigation summary: a complaint of a set breaking was received, from the customer. A sample was received, for investigation. Through visual inspection, separation was confirmed, as the defect. The male luer was separated from the rest of the set. Damage was not noted, on the tubing or male luer. No solvent was noted, on the tubing that connects to the male luer. A device history record review for model#: 2420-0500, lot number#: 23033319 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set. The manufacturing plant was notified of this defect. And an investigation was performed. During the investigation, the possible root cause of the failure mode was identified. It is attributed, to the design of the fixture, as this can cause an incorrect assembly. A design will be made in the fixture that will facilitate assembly and prevent separation at the joint to prevent this defect in the future.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the component was damaged. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: IV being primed for patient infusion in ed (emergency department). When the IV was hooked up to the patient, the IV catheter tip broke off. No known harm to patient, delay in procedure. What was the original intended procedure? : IV being primed for patient infusion what problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working). Device available for evaluation? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.